Manufacturer narrative:
A sample was received to perform an investigation. The sample was visually inspected at 12 to 16 inches under normal conditions of illumination. No damage or workmanship defects were detected on the filter, and no leak paths were observed in the joins. Functional testing was performed using a leak test. No leaks were detected from the filter or joins. Testing was unable to confirm the reported event. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
Information was received regarding a cadd administration set. It was reported that the tubing was leaking at the filter. There were reportedly bubbles in the filter and the bed sheets downstream from that point were wet under the tubing. There was no patient, or clinician injury associated with this occurrence.